Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported partial clip movement. The recurrent mitral regurgitation (mr) appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and additional therapy / non-surgical treatment were results of case-specific circumstances as the patient returned to the hospital and a second mitraclip procedure was performed to stabilize the partially detached clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip migration on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted that a posterior prolapse was present. One xtr clip (00605u142) was successfully deployed, reducing mr to a grade of 1. On (B)(6) 2020, the patient returned to the hospital and echocardiography showed that the implanted clip had partially detached from the posterior leaflet, causing mr to increased to a grade of 4. On (B)(6) 2020, a second mitraclip procedure was performed to stabilize the partially detached clip. Three clips were successfully implanted. It was noted that after the three clips were implanted, the mean pressure gradient increased to 4mmhg. A fourth clip (00616u115) was inserted, but after the leaflets were grasped, the mean pressure gradient increased to 6.5mmhg. The physician decided to not implant the clip; therefore, it was removed. After the clip was removed, the mean pressure gradient returned to 4mmhg. No additional clips were implanted, and mr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided.